Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in cmplnt-(B)(4). The patient was recovered from the events (previously, the outcome was reported as recovering). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Sample analysis found no device malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the inguinal hernia worsened with peritoneal dialysis therapy. The hernia was manifested by a subcutaneous leak into the scrotum. On the day of diagnosis, the patient was hospitalized for the hernia and on an unreported date, underwent a hernia repair surgical procedure. During recovery from the surgical procedure, dianeal therapy was discontinued and the patient was switched to back up hemodialysis therapy. After recovery, dianeal therapy was discontinued and the patient was to remain on in-center hemodialysis therapy. After seven days of hospitalization, the patient was discharged. The patient was recovering from the event. No additional information is available.